Event description:
It was reported that a 50-year old caucasian female patient underwent primary breast augmentation with two 325cc mentor memorygel breast implants and suffered right breast changing size, post-operatively. As a result, the patient underwent unilateral removal and replacement surgery on (B)(6) 2023. During the surgery, the right implant was discovered to have ruptured. Subsequently, it was replaced with a 325cc mentor memorygel breast implant (catalog: 3503251bc lot: 9788393 sn: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 21, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 325cc breast implant was found to have three (3) ruptures. Rupture a was found extended from the posterior view to the anterior view measuring 5.5 cm, rupture b on the posterior view measuring 3.4 cm, and rupture c was observed within an area of shell abrasion on the posterior view, measuring 0.1 cm. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in an area of ruptures a and b on the posterior aspect, measuring approximately 0.1 cm in both ruptures. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the ruptures in the remaining area of the tears could not be identified. In addition, a microscopic examination was performed on the edges of rupture c, and no instrument damage was found. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the cause of rupture c is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (lot-5767984). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.